Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a (B)(6) 2020 procedure while the surgeon was advancing the k-wire from the ar-8914ds (mini tightrope implant system) through the second metacarpal hard bone was encountered and the tip of the k-wire broke off into the metacarpal. After fluoroscopic examination and discussion, the surgeon was forced to leave the tip of the k-wire in the patient's second metacarpal. Additional information obtained 11/16/2020: procedure was a cmc suspensionplasty. Lot number of the k-wire was not recorded. Remaining k-wire was discarded in a sharps box and is not available to return.